Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias8-120lp, airseal 8/120mm port was being used during an unknown procedure on (B)(6) 2022 when it was reported that ¿in the sound cap portion, the silicon ring fell through into the patient.¿ further assessment found that the procedure was completed and there was no delay to the surgery. It was stated that the silicon ring of the sound cap for the trocar fragmented and fell into the surgical site. The fragmented device was retrieved using a grasper. Per the report the patient was not injured and there was no medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record review could not be completed as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal; inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias8-120lp, airseal 8/120mm port was being used during an unknown procedure on (B)(6) 2022 when it was reported that ¿in the sound cap portion, the silicon ring fell through into the patient.¿ further assessment found that the procedure was completed and there was no delay to the surgery. It was stated that the silicon ring of the sound cap for the trocar fragmented and fell into the surgical site. The fragmented device was retrieved using a grasper. Per the report the patient was not injured and there was no medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.